Manufacturer narrative:
Received one device. Visual inspection found that the device is in good conditions, all labels attached. The problem reported by the customer could not be confirmed by a function test. The cause of the reported problem was not present. There are no unusual odors. Long term tests, fluid system disinfected, o-rings renewed. Device passed all tests, including electrical safety test (pm-1079). Measuring device used for temperature settings (pm-1109). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device overheats during use and produces a strange odor. There was no reported patient involvement.